Event description:
The complaint device was implanted and is still in the pt's body which cannot be returned for investigation. But complainant mentioned that they used 4x6 cook balloon for inflation purpose after the implant of the complaint device when the stent was broken. The stent break occurred after the implantation of the stent. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There was no zib6-40-8-8.0 device of lot c876594 in stock at the time of the investigation. The complaint info stated that user of the device has the following issue: "the complaint device was implanted and is still in pt's body which cannot be returned for investigation. But complainant mentioned they used 4x6 cook balloon for inflation purpose after the implant of the complaint device when the stent was broken. The stent break occurred after the implantation of the stent." The device involved in the complaint was not available to be returned for eval as it was implanted in the pt. An image was provided. Due to poor visibility of the image provided, stent fracture could not be confirmed. As the device has not been received; therefore the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. With the info provided a document based investigation was carried out. From the info provided, the stent fractured after implantation. Additional info has been requested but has not been yet provided. The stent with gold rivets ((B)(4)) of lot ch869305 did not reveal any discrepancies which could have contributed to this complaint issue. Prior to distribution, zilver 635 biliary devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zib6-40-8-8.0 devices of lot c876594 did not reveal any discrepancies which could have contributed to this complaint issue. A review of the 2 yr complaint history for cook ireland mfg zib6-40-8-8.0 devices revealed no other complaint in relation to "broken stent". This complaint therefore represents an isolated occurrence. No corrective action is warranted at this time. From the info provided the pt did not experience any adverse effects due to this occurrence. The overall risk has been determined to be moderate. Complaints of this nature will continue to be monitored for potential emerging trends.